Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). S/w version 2.9d. Retainer ring missing. Customer returned pump for alleged cosmetic damage located at the battery compartment found on(B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, broken reservoir tube lip, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Cosmetic damage was confirmed at the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.